Event description:
Reporter indicated via implant/warranty registration card, a vns pt underwent full vns system replacement. "Battery depletion" and " lead discontinuity" were selected as reasons for replacement. Good faith attempts to obtain additional info are being made, but have been unsuccesful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.